Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lens (iol), patient experienced significant aberration, distant vision was very blurry (visual acuity 20/30)at j2 and had near vision issue as well. The iol was explanted on (B)(6) 2016 and replaced with a non-amo iol. A wound leak was noted on (B)(6) 2016. Reportedly, aberration disturbances improved gradually but still remained at 1 month post implantation. Pentacam testing was performed post-op which revealed posterior thinning of cornea. On (B)(6) 2016, visual acuity was 20/25 and trace amount of wound leak was still present. Pre-procedure, there was nothing in patient file about thin cornea. Reportedly, investigation suggested that the vision issue is related to thin cornea and customer does not know if the thin cornea is related to patient condition or the device. Wound leak is probably related to repeated surgeries in the same eye. New lens seems to be stable. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, (B)(4) device evaluation: complaint device was not returned for analysis as it was discarded by the customer. Therefore the complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.